Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. The instrument was received partially applied with sixteen remaining clips. During functional evaluation, it was observed that the jaws would not close upon actuation of the handle. The instrument body was removed from the shaft and disassembled for visualization of internal components. It was observed that the firing handle linkage was forced through the channel tube lugs, suggesting that the instrument had been fired through the safety interlock. The instrument shaft was reassembled into an instrument body from the pmv inventory and applied to appropriate test media. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the broken firing linkage condition may occur under the following conditions: when the firing handle has not been allowed to fully return to the home position after forming a previous clip. A single continuous handle compression is one of two firing methods described in the information booklet which accompanies each product shipment, if the handle is compressed at an accelerated rate, clips do not have enough time to enter the jaws and the instrument will lock preventing the jaws from closing without a clip. The IFU includes a warning to confirm that the clip is positioned within the jaws and is free of other clips or obstructions before squeezing the handle top close the clip. However, rather than forceful compression of the firing handle under these circumstances, if the firing handle is fully released by relieving hand pressure, the interlock feature will disengage, the next clip will load and the clip can be applied. Furthermore; if an attempt is made to forcibly fire the instrument while engaged in interlock after all the clips has been fired, the lugs are designed to break as noted. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device failed to deliver clips and was jammed. A new device was used to complete the procedure. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.